Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, aneurysm rupture); patient's condition affected effectiveness of device (type ii endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, aneurysm rupture); patient's condition affected effectiveness of device (type ii endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a fusiform 6.5 cm thoracic aortic aneurysm. The proximal aorta was 38-40 mm in diameter and 38 mm in length. The distal aorta was 38-42 mm in diameter. There was a type ii endoleak noted post implant that was left unresolved. At the one month follow-up the maximum aneurysm diameter was 7.5 cm. The type ii endoleak was still present. At the six month follow-up, the maximum aneurysm diameter was 7.5 cm. The type ii endoleak was still present. Four months later the maximum aneurysm diameter was 8.1 cm. The type ii endoleak was still present. Six months later, the maximum aneurysm diameter was 8.1 cm. The type ii endoleak was still present. The source of the type ii endoleak at the above follow-ups was the left subclavian artery. The patient was approached for a surgical intervention which the patient declined. The patient's aortic aneurysm continued to expand due to the type ii endoleak and subsequently led to aneurysm rupture and death (exact date of death is unknown). The investigator assessed this event as device and procedure related. No further information was provided.